Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference reg report: 1627487-2019-09557). It was reported the patient was unable to use one of the drg leads due to invalid impedance reading. Inturn, surgical intervention was undertaken on (B)(6) 2019, wherein the one lead was replaced on contact 5-8 at location l1. Postoperatively, the patient has effective therapy. Patient remains stable.